Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during pre-use check. The field service engineer confirmed the problem and replaced the gas module nozzles for the pressure transducer failure. The ventilator was returned to customer and cleared for clinical use after passed tests. The nozzles were returned for further investigation. The review of the received device logs confirms the reported issue. There is a single failed pressure transducer test on 04/25/2022, five days after the reported date of event. The date of event will be updated accordingly. The visual inspection of the returned nozzles showed that one had a damaged/bent feather spring, possibly bent during the replacement, and could therefore not be tested. Simulated use testing of the good nozzle has not reproduced the described customer issue. If fault with a nozzle unit happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. If present it will be noticed during pre-use check. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.